Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Reportedly, the customer experienced an elevated blood glucose (bg) level ranging from 559 mg/dl to "high" on the continuous glucose monitor. A correction bolus was delivered to address bg. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.